Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the remote control (rc) was unable to communicate with the ipg and patient have not felt stimulation. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the remote control (rc) was unable to communicate with the ipg and patient have not felt stimulation. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the complaint was not confirmed. Upon receiving the device was in hibernation and it was charged fully in two charging cycles. The patient data was uploaded and it passed the functional test. However, an inspection of the patient data found that daily battery depletion rate has slightly increased from 7.42 mv to 18.51 mv with stimulation off. An internal inspection confirmed that it was due to slightly exceeding quiescent current (105 ua > 50 ua). Vh (high voltage) impedance revealed normal and revealed no thermal component. It appeared the device characteristics changed some time prior to the explant due to unknown source.